Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed because the stated issue could not be reproduced. One 4 fr powerpicc solo was returned for evaluation. An initial visual observation showed very little use residues on the returned catheter, and nothing remarkable was observed along the catheter. A functional test of attempting to pressurize the device and infuse water into the catheter using a 12 ml syringe did not reveal any leaks. The catheter was flushed with water and was observed to be patent to infusion. Nothing remarkable was observed during attempts to identify the leaks. The complaint of a leaking catheter could not be confirmed because a leak could not be identified along the catheter. Possible causes of the appearance of leakage in the patient may include placement techniques of the device or medication interactions between the device, patient, or other unknown circumstances. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported PICC inserted into left basilic vein on (B)(6) 2023. Chemo therapy commenced. PICC has been rapidly bleeding since insertion, from the insertion site. Dressing changed x4 on monday, patient not on any medication that may cause increased bleeding. Chemo attached via infusor for 46/24 infusion at home. Patient returned wednesday for disconnect & replaced dressing as heamoserous ooze, placed sterile gauze around site and after 2 days, was soaked through. Redressed site and sent patient home with no additional connection other than end cap/valve. Patient contacted ward yesterday due to "damp arm, not blood' came back last night for review, nurses noted a white fluid, coming from insertion site, redressed, and checked all connections and re-flushed, . Reported that when flushing it appeared to "spurt back from the insertion site" flushing again with gauze at site which became wet upon flushing. Oncologist contacted and PICC removed as per medical instruction. Further investigation by nursing staff once removed by flushing. Appeared no leaks in tubing. Patient unable to receive treatment through device, as removed. A secondary device(port) will need to be inserted as an alternative.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC inserted into left basilic vein on monday (B)(6) 2023. Chemo therapy commenced. PICC has been rapidly bleeding since insertion, from the insertion site. Dressing changed x4 on monday, patient not on any medication that may cause increased bleeding. Chemo attached via infusor for 46/24 infusion at home. Patient returned wednesday for disconnect & replaced dressing as heamoserous ooze, placed sterile gauze around site and after 2 days, was soaked through. Redressed site and sent patient home with no additional connection other than end cap/valve. Patient contacted ward yesterday due to "damp arm, not blood' came back last night for review, nurses noted a white fluid, coming from insertion site, redressed, and checked all connections and re-flushed, . Reported that when flushing it appeared to "spurt back from the insertion site" flushing again with gauze at site which became wet upon flushing. Oncologist contacted and PICC removed as per medical instruction. Further investigation by nursing staff once removed by flushing. Appeared no leaks in tubing. Patient unable to receive treatment through device, as removed. A secondary device(port) will need to be inserted as an alternative.